Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a device would not pass through the scope. The case was completed with another of the same device and another scope. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Following the procedure, when the scope came back from repair it was discovered that the reason the device would not pass through the scope was the foam sponge which had separated from the biopsy cap and became lodged in the scope.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)